Event description:
The issue was identified during the course of investigating an unrelated complaint by perkinelmer software services personnel. Specimen gate laboratory (sgl) contains a database and possesses functionality which enables laboratories to track specimens as the specimens navigate through the testing workflow of the laboratory with audit trails, security, and handling logic based on customer rules for qc, result-to-reference range analysis, result flagging, etc. Sgl is a class I medical device intended to store, retrieve, and process the data. The (B)(6) health & environment laboratories neonatal laboratory uses the perkinelmer specimen gate laboratory (sgl), version 1.9. When sgl software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The (B)(6) neonatal laboratory enters demographic data and reports test results through a third party laboratory information management system (lims) called (B)(4). (B)(4) creates an electronic file containing limited demographic data once a day. This electronic demographic result file is imported into specimen gate laboratory databases and used for demographic based cutoffs for analytes. The demographic data received from (B)(4) includes: unique patient ID number, age at collection, and birth weight. As results are finalized in sgl for each group of tests, results are sent to (B)(4) through an electronic result file. The result file is created hourly and will send results for any finalized test results in sgl from the previous hour, sending the following data: date/time of export, unique patient ID number, unique test ID, final result code, result concentration or value, test normal range. The specimen was received on 4/21/15 and results for hemoglobinopathies were exported from (B)(4) on (B)(6) 2015. In (B)(6), hemoglobinopathies are analyzed via gel electrophoresis and results are entered into sgl. Once a result is entered into sgl, the results are manually calculated in order to determine the result based on configured logic. There is no instrument interface for hemoglobinopathies between the (B)(6) neonatal laboratory and sgl. The specimen's initial analysis had an abnormal result of 'fad' manually selected for hemoglobinopathies, and upon calculation an abnormal result code of 'hgb-I-01-002' was applied. This abnormal result was accepted on (B)(6) 2015 and triggered a first confirmation request for hemoglobinopathies. The first confirmation specimen was punched on (B)(6) 2015 and results determined on (B)(6) 2015. An abnormal result of 'fad' was manually selected prior to calculating results. While manually calculating results for this specimen, a second confirmation record was created in the database. There was no error message provided to the neonatal laboratory to alert them of this additional request being created. During the calculation, the abnormal result of 'fad' was applied to both the first confirmation and second confirmation records. However, a normal result code of 'hgb-c-01-001' was applied to the first confirmation record and an abnormal result code of 'hgb-c-44-022' was applied to the second confirmation record. The neonatal laboratory then chose to qc reject the result for the specimen with results tied to both the first confirmation and second confirmation records. Results were accepted on (B)(6) 2015 at 8:18am. The qc reject process only rejected the results of the second confirmation record. The first confirmation record was not rejected. Due to the first confirmation record not being qc rejected, a third request for confirmation analysis was not created. Results were exported for the first confirmation record with an abnormal result of 'fad' but normal result code of 'hgb-c-01-001' on (B)(6) 2015 at 9:02am. The laboratory realized a third confirmation specimen request was not created for the qc rejected specimen. The neonatal laboratory chose to custom punch the specimen for another confirmation analysis, which is the third confirmation record, and specimen was reanalyzed. The same issue occurred as with the second confirmation analysis to where an additional fourth confirmation record was created but the neonatal laboratory was not notified of this error. The laboratory applied a result of 'fad' and calculated the results. The third conformation result had a normal result code of 'hgb-c-01-001' applied while the fourth confirmation result had an abnormal result code of 'hgb-c-44-002' applied. Both the third confirmation and fourth confirmation records had a result of 'fad' applied. These results were accepted on (B)(6) at 8:39am. However, these results never reported to the (B)(4) system for this last analysis as the result had already been reported for the first confirmation analysis. Results are only sent for each test one time to horizon software as the software will only allow one result for reporting purposes. Per discussion with the neonatal laboratory manager, colleen peterson, results were originally reported on (B)(6) 2015 as 'fad', however, comments on the report were missing. The submitter that received the report is set up to receive nbs reports via auto-faxing. The neonatal laboratory realized this error the next day and sent an corrected/amended nbs report via auto-fax on (B)(6) 2015 with comments added. The report released by the laboratory contained the correct result and disorder interpretation, however, the result code associated with the result and disorder interpretation was incorrect which lead to a missing comment describing the abnormal hemoglobinopathy results. A corrected/amended report was released by the laboratory with the same result and disorder interpretation and the correct result code, which then led to displaying comments related to abnormal hemoglobin results. (B)(4).